Event description:
It was reported that a pump alarm occurred during pumping, specifically alarm 30. The customer's blood glucose level did not exceed 500 mg/dl. Cts assisted the caller in attempting to load a new cartridge, but the cartridge alarm recurred, preventing successful resumption of insulin therapy. As a result, cts decided to replace the pump, which was still under warranty. The customer was informed about the replacement and instructed to use multiple daily injections (mdi) as a backup. Cts confirmed the necessary details for shipping the replacement and provided instructions for returning the faulty pump.